Event description:
Nellcor puritan bennett received information that suggested that the device failed to alarm when it was disconnected from the patient. The nurse reported that the patient was cyanotic and therefore, she provided manual ventilation to the patient. She reported that there was no harm or injury to the patient as a result of this event.